Event description:
It was reported that during an impella 5.5 insertion, there were initial attempts to cross the aortic valve using a glidewire with a diagnostic catheter were unsuccessful due to the wire repeatedly catching on the left coronary cusp. A bentson wire was subsequently utilized and successfully crossed the valve. The primed impella was then backloaded and passed through the hemostatic valve without difficulty. It was also reported that during advancement of the impella 5.5 into the left ventricle, the device became slightly oriented toward the interventricular septum. The surgeon spent several minutes applying torque in an attempt to correct its trajectory. Although initially unsuccessful, he eventually achieved the appropriate combination of torque and forward advancement, allowing the pump to seat properly within the ventricle. It was reported that the patient continued to demonstrate evidence of clot formation within the extracorporeal membrane oxygenation (ECMO) circuit, even after an oxygenator changeout had been performed. In response to the patient¿s clinical condition, several interventions were undertaken. The patient remained sedated due to ventilator dyssynchrony, and anticoagulation was transitioned back to bivalirudin after an attempted switch to heparin resulted in subtherapeutic anti-xa levels and reduced antithrombin iii, findings that are commonly seen in patients with a history of hit. Following the ECMO circuit changeout, the patient also received 1 unit of packed red blood cells and 1 unit of platelets. It was also mentioned that the patient was critically ill and experienced a sudden loss of extracorporeal membrane oxygenation (ECMO flow), decreasing to 1.8 l/min at 4400 rpm, following patient repositioning. The registered nurse (rn) identified visible clot within the ECMO oxygenator, raising concern for oxygenator membrane failure due to thrombosis. The patient was managed with intubation and sedation and continued v-av ECMO and impella 5.5 support. Morning abg values were noted as follows 7.37 / 42 / 55 / 24 / ¿1 / 88% while on mechanical ventilation with 50% fio2 and an ECMO sweep of 2 l/min. After identifying clot burden within the oxygenator, ventilator fio2 was increased to 100%, and the sweep gas flow was increased to 3 l/min to augment oxygenation. An oxygenator changeout was performed which resulted in restored ECMO flow to 4 l/min (2.3 l/min venous / 1.7 l/min arterial). The care plan includes discontinuation of bivalirudin and initiation of heparin at 15 units/kg/hr, with continued support from both ECMO and the impella device. An ECMO reconfiguration from v-av to v-pa is planned. It was reported that the patient had concurrent emco therapy and had coagulopathy. The patient was continued with ecpella therapy which includes (extracorporeal membrane oxygenation(ECMO) and impella), and continuous renal replacement therapy (crrt)initiated for volume removal at 150 ml/hr. It was reported that patient showing new or worsening areas of mottling/discoloration of extremities or abdomen. The registered nurse noted micro clots. It was decided to transition the patient to comfort-focused care. Following this decision, plans were made to withdraw life-sustaining treatments. Impella support was terminated. The complaint procedure outcome was successful with this device, and the patient outcome is noted as critical.

Manufacturer narrative:
No product returned. Cardiac failure, respiratory failure, hemodynamic instability, hypotension, renal failure, hypovolemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Heart block, ischemia, cardiogenic shock, thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to place or position: the cause of the difficult to place or position was unable to be determined due to insufficient clinical details. Device lot: 1974028. Subcomponent lot: n/a. Device (sn: (B)(6)) passed all post sterile inspection checks.